Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter and freestyle optium neo test strips were reviewed and the dhrs showed the freestyle optium neo meter and freestyle optium neo test strips passed all tests prior to release. Retain testing was performed for freestyle optium neo test strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect product delivery with a replacement adc device was reported. The replacement device was issued due to a "replace sensor" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test, requiring unspecified treatment third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incorrect product delivery with a replacement adc device was reported. The replacement device was issued due to a "replace sensor" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test, requiring unspecified treatment third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter and precision strips were reviewed and the dhrs showed the freestyle optium neo meter and precision strips passed all tests prior to release. Retain testing was performed for precision strips, and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
An incorrect product delivery with a replacement adc device was reported. The replacement device was issued due to a "replace sensor" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test, requiring unspecified treatment third-party. There was no report of death or permanent injury associated with this event.